Event description:
Revision surgery - the patient had a reverse put in on (B)(6) 2011. He subsequently fell two weeks post-op and dislocated his shoulder. The shoulder was reduced and determined to be stable, but the patient dislocated again two weeks later. The patient was revised to a tighter and more stable size 36 neutral glenoid, +4mm shell and 36 standard insert.